Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's husband stated that his wife just had back surgery. The husband stated that his wife's insulin pump was old and is not lowering the customer's blood glucose. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.